Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: a clear liquid was noted inside the valve, no defects were noted. The valve was tested for programming. The valve passed the test. The valve was irrigated with purified water, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, and on the spring pillar. Review of the history device records confirmed the valve product code ns9008, with lot cmgbgb, conformed to the specifications when released to stock on the 30th may 2011. The root cause of the problem found during investigation is due to biological debris found on the spring, and on the spring pillar. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was replaced since the setting pressure could not be changed after l-p shunt implantation in 2011. The patient's condition is good after surgery. Further information would be provided as soon as jjkk receive it from the facility.